Event description:
Description of user's facility in the report (B)(4): during robotic procedure, the (B)(4) hercules bed began leveling all on its own. There were robotic instruments in the pt at the time of the bed malfunction. The certified registered nurse anesthetist (crna) was able to stop the bed by pushing one of the buttons on the bed controller.

Manufacturer narrative:
We informed our importer/distributor, (B)(4), of this adverse event last february. And we were informed that they had already submitted medwatch # (B)(4) to FDA in 12/2014. And their eval in field was completed and fault could not be duplicated. There was no damage to the device. In addition, table will be returned to (B)(4) facility for secondary eval.